Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 38 stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stents struts from the mid-section of the stent were lifted. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found tip damage. Examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal end and middle of left circumflex artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal end and middle of left circumflex artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.